Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 9f sheath hole prior to a stent graft intervention interventional procedure. Reportedly, the sutures of two proglide devices were deployed at 11 o¿clock and 2 o¿clock positions. After the wire was re-inserted and the sheath was removed, the railed suture at 11 o¿clock was pulled and the suture broke. Subsequently, when the railed suture at 2 o¿clock was pulled, that suture broke as well. The suture of a new proglide device was successfully placed at the 12 o¿clock position. Hemostasis was achieved with the successfully placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.